Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose. The customer's blood glucose was around 500 mg/dl and stated that they treated by changing the set and with a bolus. Troubleshooting was offered but the customer's mother declined. The insulin pump will not be returning for analysis.